Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable ldhi2 lactate dehydrogenase acc. To ifcc ver.2 result for one patient sample tested on the cobas 6000 c501 module. The initial result was not reported outside of the laboratory. The reporter deemed the result too high which prompted a rerun of the sample. The initial result was 582 ui/l. The first repeat result was 228 ui/l. The second repeat result was 198 ui/l. The third repeat result was 175 ui/l. This repeat result was deemed correct as verified further by a repeatability test. The ldhi2 reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
After service, no further issues were reported by the customer.  The investigation determined the event was due to a preanalytic issue at the customer site as the event was limited to a single patient sample only. There was no indication of a device malfunction.